Event description:
While using the ivus catheter, when introducing the catheter into the sheath, a malfunction occurred and lost imaging; it went black. Had to then open another package and use a new catheter. There was no patient impact.